Event description:
Implantation of nk-ii knee-tep with cemented tibia baseplate, left side, on (B) (6) 2006. Occurrence of radiographically proven osteolytic lesion at tibia head in 2009. Revision surgery on (B) (6) 2009: exchange of tibia components left side to nk-ii rotating platform including exchange of inlay to 13mm-uc-inlay; synovectomie.

Manufacturer narrative:
This report will be amended when our investigation is completed.